Event description:
The device was returned to the service center with a report from the customer contact that the device alarmed with an n232 (proximal air on a) and n183 (peak proximal occlusion b non-delivery). These are not reportable malfunctions. However, during verification testing at the service center, the device alarmed with an e321 (battery charger timeout) error code.

Manufacturer narrative:
During testing, the device alarmed with an e321 (battery charger timeout) error code. The customer contact's reported alarm conditions were noted in the device history, but not duplicated. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.